Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing in a gradual fashion. The analysis also indicated that the device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. The device remains in service at this time. No adverse patient effects were reported.